Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that ¿the x-ray system is starting up" but does not start. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely, checked leds on suite pc and x-ray pc but found all ok. Rse found that the issue was with system software, requested onsite support suggesting reloading of software. The philips field service engineer (fse) checked the system onsite and found that pcs were ok. To resolve the issue fse installed system software. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the x-ray system was starting up, preventing a full system boot. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.